Event description:
Incorrect dextrose concentration of a compounded total perenteral nutrition solution reported. Pharmacy reports compounding a 7% dextrose solution for a neonatal total perenteral nutrition. (Complete formulation not available.) Pharmacy reported no indication of any problem at the time of compounding. The mixture was hung for infusion at 4pm to run over 24 hours. At an unspecified time "during the night/early morning" the infant's blood glucose via heel stick was 300+. The total perenteral nutrition was stopped and a d5w solution was started. The infant blood glucose reportedly "stabilized within two hours". Lab testing of the remaining total perenteral nutrition solution (testing was done with a device that analyzes serum) indicated a 20% dextrose concentration. The infant stabilized without adverse sequelae related to the event, however, she expired approximately 1.5 weeks later due to complications of prematurity. No additional info was available.